Event description:
It was reported that during a procedure of the heavily calcified, left anterior descending artery, the 2.5 mm x 8 mm xience v stent delivery system could not cross the lesion. There was no reported clinically significant delay in the procedure. The patient was treated satisfactorily with two 2.5 mm x 12 mm xience v stents. There was no reported adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed the stent implant had dislodged from the balloon and was located over the distal tip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Evaluation of the returned stent delivery system (sds) noted the stent implant was returned dislodged from the sds. The proximal half of the stent implant was smashed. There were bent struts in the first row of the proximal end. There were flared struts in the first row of the distal end. The balloon folds were slightly relaxed. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was peeling on the distal balloon taper. The outer and inner members were torn at the guide wire exit notch which is likely a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. There were two kinks in the soft tip. Follow up information was requested from the account however the account was unaware that the stent had dislodged. Therefore it is possible that handling during packing for return analysis contributed to the stent dislodgement, damage, balloon peeling, and tip damage as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot; there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for damage.